Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the locking titanium adapter. This occurred before use of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter was not replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.